Event description:
Device beeping and vibrating, but was unable to get the buttons to work. Caller indicated that there was no erro message on the screen. Caller indicated the patient then heard a rattling in the device. Caller indicated that patient thought that device was delivering too much insulin. Caller indicated that patient's blood glucose dropped into the 50's mg/dl.